Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 15 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 2031 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac051 met release specifications. As of (B)(6) 2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac051 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac051 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility biomedical technician (biomed) for a hemodialysis (hd) user facility was notified by the facility that they used a citrasate concentrate lot that resulted in low conductivity values during setup of the hd machine. The actual conductivity values form the citrasate and the theoretical conductivity values programmed in the machine were not reported. When they used a different concentrate lot, the conductivity value fell within the acceptable range. The biomed confirmed that this occurred prior to treatment, and there was no patient involvement. There were 26 cases of the reported citrasate lot at the clinic which were returned to the manufacturer.